Event description:
The customer reported that there is no alarm when pressure is lifted from the sensor pad. The customer reported that the alarm does have power with no visual damage to the case. No patient injury was reported.

Manufacturer narrative:
(B)(4). Product has been requested but has not been received. (B)(4).